Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer adjusted the pump settings, and accidentally changed the correction factor setting from 1u:50mg/dl to 1u:5mg/dl. Reportedly, the user error resulted in a larger bolus being requested and the customer experienced a blood glucose (bg) level of 60 mg/dl. Glucose liquid and tablets were consumed to address bg.